Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the offset cup inserters cracked. It was discovered in sterile processing department.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation confirmed the failure mode as reported depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.